Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported of the right side device: "deflation". Later healthcare professional reported "hole, non-specific" observed during surgery and "strap separation" as damage to the device caused by explant surgery. The device was explanted.

Event description:
Healthcare professional reported of the right side device: "deflation". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.